Event description:
It was reported the patient received the following results within 15 minutes: 527 mg/dl using test strips from vial #1, and 245 mg/dl and 328 mg/dl using test strip vial # 2. The same meter was used for both tests.